Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1j1j5, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported that during implant procedure, impedances were less than 50 ohms on electrode # 0 and 1 combinations only. The lead was reconnected and wiped, and the pocket body fluid was whipped, all without resolution. As there was no impedance issue with the other electrode, the incision was closed and dressed. During the procedure the hcp attempted to contact a representative but was unable. The hcp used electrodes that showed normal impedances. No symptoms were noted. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the impedance issue had not resolved and another electrode combination was being used. It was also noted that the cause of the impedance issue was undetermined.